Manufacturer narrative:
The cause of death was determined as gastrointestinal hemorrhage. The patient had inflammation due to radiation for the treatment of genital cancer. The progressed hematochezia and anemia was confirmed after the tavr procedure. The patient passed away due to acidosis.  This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2020-13507. Based on the additional information received, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After they die they break down and are removed from the circulation by the spleen. In some medical conditions, or as a result of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the paravalvular regurgitation resulting in hemolysis and subsequent patient death was unable to be determined, but may have been due to procedural factors listed above and/or patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), approximately 4-5 days (exact date unknown) post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach a follow up echocardiography confirmed paravalvular leak had worsened from mild to moderate. The patient developed hemolysis and expired. The exact date of death is unknown.